Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, possible fracture, and noise observed. The rv lead was removed, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, during the week ending on (B)(6) 2015, rv pacing impedance spiked to 1102 ohms up from a trend in the 700-800 ohm range. Impedances continue to be high and variable, spiking up to 1463 ohms during the weekending on (B)(6) 2015. Analyst commented, beginning (B)(6) 2015, 498 ventricular sensing integrity counts (sic); ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt non sustained episodes and sensing integrity counter sic greater than or equal to 30 in 3 days.